Manufacturer narrative:
External insulation abrasion was noted at 6.6-6.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 6.8-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on x-ray. The lead was explanted and replaced. The patient is stable and post operative checks were satisfactory.